Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was confirmed. The cause of the issue was found to be that the main board did not work as intended. The main board was replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had over temperature when turned on. There was no patient involvement, and no patient harm/adverse event reported.